Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a history of coronary artery disease, peripheral vascular disease, diabetes, ischemic cardiomyopathy, hypertension, carotid artery stenosis, hypothyroidism, and anemia. In (B)(6) 2014, the patient had a right ilioprofunda femoral bypass surgery, and was readmitted weeks later due to a nonhealing wound; debridement of the site was done and the patient was discharged with a wound vac. In (B)(6) 2014, the patient was admitted due to chest pain and dyspnea on exertion; a cardiac catheterization with angioplasty and stent placement to the right coronary artery was performed. Two days following, the patient was discharged, but then returned to the emergency room the next day ((B)(6) 2014) due to increased shortness of breath, nausea and vomiting, and a fever of 100.1. It was noted the patient was in respiratory failure and was severely hypoxic. The patient was treated with bipap and diuretics. Blood cultures were done and came back positive for ((B)(6)); antibiotics were started and infectious disease was consulted. A transesophageal echocardiogram (tee) showed echo-dense structures around the patient's electrodes in the area of the tricuspid valve, and was highly suggestive of vegetations and/or thrombi. The patient underwent explantation of the ICD system on (B)(6) 2014, because of persistent bacteremia with (B)(6) and abnormal tee. There was a small amount of viscous yellowing fluid at the wound. Pathology confirmed (B)(6) in the fluid and on the leads. The patient remained in the hospital until (B)(6) 2015 and ended up with renal failure requiring dialysis. The patient's condition continued to deteriorate and the family opted for comfort care measures. The patient died on (B)(6) 2015. There were no allegations that the device system or explant caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.